Event description:
It was reported that the lead dislodged, an attempt to reposition the lead failed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.